Event description:
It was reported that this implantable pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Also, patient had heart rate in the 30's. Also, battery depletion was likely result of outputs had been left higher for most of device life. This device was explanted and replaced. No additional adverse patient effects were reported.